Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch components were dirty and had dried fluid on them. The side rail latching components were cleaned by the technician to resolve the issue.